Event description:
It was reported to boston scientific corporation that a resolution clip was used to in an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.